Manufacturer narrative:
(B)(4).

Event description:
The pt had "concentrated" morphine in the pump. The pt's last refill was (B)(6) 2010. Per the rptr, the pump was refilled with hydromorphone. On (B)(6) 2010, the pt became violently ill with severe vomiting, dehydration, and was disoriented. The pt was hospitalized. The hcps (healthcare professionals) believed the pt was having seizures. Per the rptr, the hcp told the pt he experienced "withdrawal" as a result of taking other medications that were not prescribed by the hcp. As of (B)(6) 2011, the pt continued to experience the "severe symptoms."